Event description:
Customer reported an overinfusion of an unspecified chemotherapy drug. The infusion was started on (B)(6) 20014 at 10:07 am to 20.4 ml/hr to last for 24 hours. The infusion was reported to have finished 1.5 hours early. The volume infused as recorded on the pump did not match the total volume listed on the bag, with a discrepancy of 30 ml. No patient harm or medical intervention was reported. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). It is unk which was the event pump module. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results and additional info should the devices be received for evaluation.